Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. In this case, it is possible that the inflation device was over torqued during attempts to connect to the hub of the device during preparation, resulting in the reported break (crack) and subsequently the reported leak; however, a conclusive cause cannot be determined. The device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was noted that during preparation, the hub of an 8.0x20mm armada 35 balloon dilatation catheter (bdc) was noted to be cracked and a leak was observed as the balloon would not inflate. A new armada bdc was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.